Event description:
I have artificial joints and chronic pain in both knees and see a pain specialist - dr (B)(6) - to help manage my pain. He suggested the sprint pns system as a way to try to reduce my chronic pain and dependence on drugs. After reading the company material and consulting with my wife and dr (B)(6) a couple of times, we decided to try the system on my left knee. The leads were inserted on the lateral and medial aspects of my left knee on (B)(6) 2023. One week later it was clear I had an infection and the leads were removed on (B)(6) 2023. The next day, (B)(6) 2023, I went to the ER (emergency room) for worsening pain and swelling. A CT scan there confirmed the infection included the artificial joint. My orthopedic doctor recommended removal of the artificial joint and a 6 week round of IV antibiotics in order to clear the infection. He also got an infectious disease specialist involved as well to manage the antibiotic therapy. Explantation on my left knee was done on (B)(6) 2023 and an aggressive debridement was done along with removing all artificial joint parts and materials. I'm now on the extended antibiotic therapy. I'll get a new artificial knee once we are sure the infection is completely cleared.